Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired successfully to the dexcom app but failed to pair to the ilet, and the user could not power on the ilet during the call; the event aligns with an intermittent communication failure involving the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet in the context of a communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.